Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods / dysmenorrhea (cramping)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate;paracetamol (tylenol with codeine no.3), drospirenone;ethinylestradiol (yasmin) from 2010 to 2019, famotidine (pepcid), nicotine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), rash erythematous ("rashes / rashes or skin conditions type: red rashes on neck and face"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced alopecia ("hair loss"). In 2019, the patient experienced pelvic infection ("infection (other) describe: pelvic"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain"), adrenal mass ("nodules on my adrenal glands") and breast mass ("nodules on both breast"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic infection, migraine, tooth disorder, the last episode of dyspareunia, vaginal discharge, weight increased and adrenal mass outcome was unknown, the rash erythematous, fatigue and abdominal pain lower had resolved, the alopecia was resolving and the breast mass had not resolved. The reporter considered abdominal pain lower, adrenal mass, alopecia, breast mass, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic infection, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events¿ the essure coils were then placed with 3 trailing coils coming from the right tubal ostia and 3 trailing coils coming from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Vent adrenal gland nodule and breast mass added a based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods / dysmenorrhea (cramping)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate;paracetamol (tylenol with codeine no.3), drospirenone;ethinylestradiol (yasmin) from 2010 to 2019, famotidine (pepcid), nicotine and sulfamethoxazole;trimethoprim (motrin). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), rash ("rashes / rashes or skin conditions type: red rashes on neck and face"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced alopecia ("hair loss"). In 2019, the patient experienced pelvic infection ("infection (other) describe: pelvic"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic infection, migraine, tooth disorder, the last episode of dyspareunia, vaginal discharge and weight increased outcome was unknown, the rash, fatigue and abdominal pain lower had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic infection, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events¿ the essure coils were then placed with 3 trailing coils coming from the right tubal ostia and 3 trailing coils coming from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal discharge, weight gain, dyspareunia (painful sexual intercourse), lower stomach pain. Outcome of event rash were updated. Onset date of event rash were updated. Reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084274) on 07-mar-2019. The most recent information was received on 29-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods / dysmenorrhea (cramping)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate;paracetamol (tylenol with codeine no.3), drospirenone;ethinylestradiol (yasmin) from 2010 to 2019, famotidine (pepcid), nicotine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), rash erythematous ("rashes / rashes or skin conditions type: red rashes on neck and face"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced alopecia ("hair loss"). In 2019, the patient experienced pelvic infection ("infection (other) describe: pelvic"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain"), adrenal mass ("nodules on my adrenal glands") and breast mass ("nodules on both breast"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic infection, migraine, tooth disorder, the last episode of dyspareunia, vaginal discharge, weight increased and adrenal mass outcome was unknown, the rash erythematous, fatigue and abdominal pain lower had resolved, the alopecia was resolving and the breast mass had not resolved. The reporter considered abdominal pain lower, adrenal mass, alopecia, breast mass, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic infection, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events¿. The essure coils were then placed with 3 trailing coils coming from the right tubal ostia and 3 trailing coils coming from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods / dysmenorrhea (cramping)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate;paracetamol (tylenol with codeine no.3), drospirenone;ethinylestradiol (yasmin) from 2010 to 2019, famotidine (pepcid), nicotine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), rash erythematous ("rashes / rashes or skin conditions type: red rashes on neck and face"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced alopecia ("hair loss"). In 2019, the patient experienced pelvic infection ("infection (other) describe: pelvic"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain"), adrenal mass ("nodules on my adrenal glands") and breast mass ("nodules on both breast"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic infection, migraine, tooth disorder, the last episode of dyspareunia, vaginal discharge, weight increased and adrenal mass outcome was unknown, the rash erythematous, fatigue and abdominal pain lower had resolved, the alopecia was resolving and the breast mass had not resolved. The reporter considered abdominal pain lower, adrenal mass, alopecia, breast mass, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic infection, rash erythematous, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events¿ the essure coils were then placed with 3 trailing coils coming from the right tubal ostia and 3 trailing coils coming from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084274) on 07-mar-2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate;paracetamol (tylenol with codeine no.3), famotidine (pepcid), nicotine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required) and rash ("rashes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and rash outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and rash with essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084274) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), codeine phosphate; paracetamol (tylenol with codeine no.3), famotidine (pepcid), nicotine and sulfamethoxazole; trimethoprim (motrin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability, medically significant and intervention required) and rash ("rashes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and rash outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and rash with essure. The reporter commented: an disability / permanent damage was mentioned but not specified and assigned to one of the events¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.